Event description:
The distributor reported a "charge shock/failure" message.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.